Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, during a tka surgery, five (5) outer-grip locking fem implant impactor will not clasp onto the femoral implant sufficiently due to nob malfunction. The surgery was completed, without any delay, with a s+n back-up device. No injuries were reported.

Manufacturer narrative:
H3, h6: the associated devices were returned and evaluated. The visual inspection revealed that the tip of one of the impactor arms is fractured off on both devices. The fractured pieces were not returned. The impactor knob does not show any visible damage. The impactors are scratched and show signs of wear due to use. This inspection was conducted by the naked eye. A functional evaluation performed on the device revealed that due to the findings in the visual inspection the impactors are no longer able to perform as intended. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. These devices are reusable instruments that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Additional information: d5, d7a, d8/d9, g2, h8 corrected data: b5.

Event description:
It was reported that, during a tka surgery, two (2) outer-grip locking fem implant impactor will not clasp onto the femoral implant sufficiently due to nob malfunction. The surgery was completed, without any delay, with a s+n back-up device. No injuries were reported.